Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 6 reference MFR. Reports: 1627487-2015-03079, 1627487-2015-03080, 1627487-2015-03081, 1627487-2015-03082 & 1627487-2015-03083 the patient has 2 model 3169 supra-orbital (off-label) leads, 2 model 3166 occipital (off-label) leads and 2 model 3186 peripheral (off-label) leads. It is unknown which lead is related to this issue therefore, all possible leads are being reported. It was reported the patient experienced fluid leakage at her neck incision. As a result, the patient underwent surgical intervention on (B)(4) 2015 during which the physician opened the site, irrigated it, and buried the lead wires deeper into the patient's neck.